Event description:
On (B)(6), 2026, a patient underwent a port placement procedure using the MRI implantable port. During the procedure, it was reported by the physician that during the procedure, the needle barrel included in the kit was found to be cracked. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. A video was provided for review. The investigation of the reported event is currently underway.section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.